Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration 6 years post implantation is unknown; however, patient factors (moderate renal insufficiency) and the mechanisms described above may have contributed to the event. In addition, calcification (progression of the pre-existing disease process) of the sapien valve may be contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the stenosis and regurgitation is unknown; however, patient factors (moderate renal insufficiency) and the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(4), approximately 6 years post implantation of a 26mm sapien valve in the aortic position severe aortic stenosis and regurgitation were observed. A 26mm sapien 3 valve was implanted in aortic position by transapical approach inside the original 26mm sapien valve. The patient is doing well.